Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. An opticross was selected for an ultrasound examination of the target lesion. However, the cardiology opticross imaging catheter was incorrectly recognized as peripheral catheter. There was no patient complications reported.

Event description:
It was reported that a catheter issue occurred. An opticross was selected for an ultrasound examination of the target lesion. However, the cardiology opticross imaging catheter was incorrectly recognized as peripheral catheter. There was no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was returned for analysis: visual inspection revealed no issues were found, and the device appears to be in good condition. No damages or failures were observed on the catheter code pcba (ccp) board assembly nor on the hub connector pins. The functional test showed the catheter was properly recognized by the imaging system when plugged into the mdu, and no connection issues or errors were detected during its testing. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution, and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of no problem detected following a review of the returned device, reported event details, available information, and product record review. In this case, the device performed as intended during the analysis, and no damage was found that could have contributed to the reported allegation.